Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/03/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient has recovered from the events. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.